Event description:
It was reported by the customer that foreign matter was noticed on the bd nexiva¿ closed IV catheter system the following information was provided by the initial reporter: bd1 - 383531 - lot:1091027 - externalref: (B)(4) nexiva IV that when opened, the rn saw that the plastic around the needle was visible dirty.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported by the customer that foreign matter was noticed on the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: bd1 - 383531 - lot:1091027 - external ref: (B)(4)-nexiva IV that when opened, the rn saw that the plastic around the needle was visible dirty.